Event description:
It was reported that an ilet user experienced recurrent hypoglycemia after treating an earlier low with a banana, multiple glucose tablets, and juice; they were in range at bedtime, then glucose rose overnight followed by an early morning low, and education was provided on avoiding overtreatment of lows. Symptoms included hypoglycemia and hyperglycemia ranging from 49 mg/dl to 246 mg/dl. Outcomes included the need for urgent low glucose management and troubleshooting education, with no hospitalization. Investigation included review of reported blood glucose trends and user treatment actions. Investigation of this case revealed user overtreatment of hypoglycemia with multiple fast-acting carbohydrate sources. It was concluded that the event was related to user management of low glucose rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.